Manufacturer narrative:
Medical devices cont: 5076-52 lead, implanted (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead was observed with oversensing. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.